Manufacturer narrative:
The patient fell into the sling bar of a lift that was being stored in a hallway. The sling bar hooked the patient under her jaw. The nursing staff confirmed that no additional consequences arose from the incident. The patient had surgery to remove the hook. As surgical intervention for the chin/jaw line injury was required to preclude a permanent impairment of a body function or permanent damage to a body structure, this is a serious injury. The lift was evaluated by a hill-rom technician and no malfunctions were found. It was however noted that the sling bar did not have the field correction cover that was sent to the customer in 2013. The customer admitted they did not include all of their uno lifts in the 2013 modification 486 (z-0622-2013). Hill-rom received a response from the facility on july 23, 2013 and marked the facility as complete. Note that for this field correction the facility was to complete the update of the sling bars. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account has ordered the required parts and will have a hill-rom technician install them. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient fell into the lift that was stored in the hallway. The hook from the lift penetrated under the patients chin. The lift was located in a hallway at the account. This report was filed in our complaint handling system as complaint # (B)(4).